Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the color of an sleeve was uneven and the shape was also different from normal during cataract surgery with intraocular lens implantation surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
An opened sleeve was visually inspected. A material was adhered inside the shaft of the sleeve. The sleeve was sent to the particle lab. Microscopic examination showed clear material adhered to the interior of the sleeve. The clear material was isolated and analyzed and yielded no good matches. The clear material was then isolated and analyzed again. Elements were found. The elements along with the visual characteristics suggest the clear material is primarily dried salt. Regarding the color and shape of the sleeve, the color and shape of the infusion sleeve met specification. Inspection for color and shape of the sleeve found no abnormality. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the root cause of the investigation could not be determined conclusively as the shape and color of the sleeves was within specification. The items found from microscopic evaluation could have generated from the balance salt solution introduced/used during eye surgery. This item is aspirated as part of the surgery. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).